Event description:
The pt, who is a physician was attending a course at a school in another country, 2009; on the third day of the course he was a volunteer, another dr injected him with radiesse dermal filler in the nasolabial folds. Two days later, he developed an infection.

Manufacturer narrative:
The pt treated himself with augmentin and prednisone; the infection has resolved, but he states he has a scar with depth. The lot numbers were not provided; therefore the device history records could not be reviewed.